Event description:
The patient contacted animas on (B)(6) 2012 stating that all the keypad buttons were sticking when pressed. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and cleaned the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok, contrast and up arrow keypad buttons were unresponsive and the down arrow key contact was inverted. There was evidence of keypad contamination found under all of the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.